Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated that an initial architect b-hcg result of 1,102.33 miu/ml was generated. The account repeated the sample without recentrifuging and a result of 1.58 miu/ml was generated. The account stated that the patient was pregnant and the ultrasound was normal.